Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. No imagery or videos were provided by the procedural site for evaluation. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. The complaint was unable to be confirmed due to the device and photos not being returned for evaluation. Without the device being returned for evaluation, additional visual, dimensional, and/or functional testing could not be performed, and therefore a presence of manufacturing non-conformance could not be determined. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Available information suggests that patient factors (severe porcelain aorta and severe calcification at the stj) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23mm sapien 3 valve in the aortic position using trans-aortic approach, the balloon burst at the end of valve deployment. The valve was well seated with no paravalvular leak and no post dilation was needed. The certitude delivery system was retrieved into the sheath without issue. The patient was doing well post procedure. The patient had severe aortic stenosis, mitral stenosis and a porcelain aorta. The cause for the balloon ruptured was suspected to be due to the severe porcelain aorta.